Manufacturer narrative:
(B)(4). UDI # n/a. Report source: foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02367. Patient not revised.

Event description:
It has been reported that patient experienced fracture of the distal syndesmotic screw bridging the distal tibia and fibula which was noted to be fractured at the one year postop. At the two year follow-up, there is a similar appearance by review of x-rays. No further intervention or revision procedure has been reported to date. No additional patient consequences were reported.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional and confirm the device fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.